Manufacturer narrative:
Summary of evaluation: the results of the MFR's evaluation suggest that this event is contributed to design. Corrective action has been implemented to preclude this event mode.

Event description:
Gamma target device broke while the surgeon introduced the nail. This event did not cause any adverse consequence to the pt or surgical delay.